Manufacturer narrative:
(B)(4). The device history review for the product auto endo5 ml lot #73b1800529 investigation did not show issues related to complaint. The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that during surgery on the transverse colon, gripping the handle met the resistance halfway and stuck. When the user forced to grip outside of the operative field, broken clip came out. Therefore, it was replaced by a new unit. There was no patient injury.

Manufacturer narrative:
(B)(4). The customer returned one unit ae05ml autoend05 ml for investigation. The returned sample was visually examined with and without mag nification. Visual examination of the returned device revealed that its rotation tab was bent and a partially loaded clip was stuck in the bent rotation tab. The returned sample appears used as there is biological material present on the device. Reference file (B)(4) for investigation photos. The returned sample was reviewed with a r & d engineer. The partially loaded clip was manually removed. Functional inspection was performed on the returned sample by attempting to engage the trigger using hand pressure. Upon engagement of the trigger, an audible ratchet sound could be heard indicating that the internal ratchet ears are intact. The next clip was unable to properly load into the jaws of the device. On the following attempt, a clip was able to properly load and was successfully applied to over-stressed surgical tubing. However, it was noticed that the next clip was out of position in the channel. The sample was disassembled to inspect the internal components. Upon disassembly, it was confirmed that the last remaining clip in the channel was out of position. The clip stacking could prevent the clips from properly loading into the jaws and could also cause the trigger to jam. The sample was received with 4 clips remaining, including the partially loaded clip, indicating that 11 clips were fired by the end user. Based on functional testing, the complaint issue is confirmed. However, it could not be determined exactly how or when the clips became out of position. The IFU for this product, l06072, was reviewed as a part of this complaint investigation. The IFU for this product states, "mishandling of appliers may result in improper load and/or closure of the ligating clip." The reported complaint of "applier handle stuck" was confirmed based upon the sample received. One device was returned. The device was received with 4 clips remaining indicating that 11 clips were fired by the end user. Upon functional inspection, it was found that the clips were out of position and stacking on one another which would prevent them from loading properly into the jaws of the device and could also cause the trigger to jam. Although the reported complaint issue was confirmed based on functional testing, it could not be determined exactly how or when the clips became out of position. We will continue to monitor and trend on this issue. The root cause of this complaint is undetermined.

Event description:
It was reported that during surgery on the transverse colon, gripping the handle met the resistance halfway and stuck. When the user forced to grip outside of the operative field, broken clip came out. Therefore, it was replaced by a new unit. There was no patient injury.